Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 2.7 inr/2.07 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that the strips are no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.